Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the iol broke down while removing the tip. As a result, the lens had to be removed during the same procedure. The patient was fully recovered following the event, with no permanent impairment, and the procedure was delayed by 30 minutes. No incision enlargement, sutures, or vitrectomy were required, and the patient did not seek additional medical attention nor was medication prescribed. The customer confirmed that the directions for use were followed. The procedure was completed using another lens of the same model and diopter. No additional information was received.